Manufacturer narrative:
H9. After additional analysis by ventec, it has been determined that there is a potential risk to health associated with blower circuit failures resulting in unexpected shut downs and/or loss of ventilation. As a result of this investigation, ventec has initiated a field corrective action (reference corrections and removals number 3013095415-4/12/2021-001-r).

Event description:
While performing service at ventec, the device was running and the lcd went black for 1-2 seconds. The lcd returned to the screen it was on, but the device was no longer ventilating and there were multiple alarms triggered. There was no patient involvement.